Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out and it will not come back on this happened overnight. The bme replaced the power cord and the power outlet, but the monitor would still not come back on. The bme replaced the monitor with a spare monitor, and it is working correctly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out and it will not come back on this happened overnight. The bme replaced the power cord and the power outlet, but the monitor would still not come back on. The bme replaced the monitor with a spare monitor, and it is working correctly. No patient harm was reported. Investigation summary: multiple attempts have been made to retrieve the complaint device, but the customer has been unresponsive. A definitive root cause could not be determined since the device was not received for evaluation. The customer was able to replace the screen with a spare. Based on the troubleshooting performed by the customer, possible causes may include cable issues or hardware failure. Cable issues may include loose cables or damaged connectors which can occur through user mishandling. Hardware failure may occur through physical damage or fluid intrusion from user mishandling, power issues from outages or surges, or wear-and-tear which depends on age and frequency of use. Review of the device's serial number does not show any recurrence of this issue. Attempt #1 05/02/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out and it will not come back on this happened overnight. The bme replaced the power cord and the power outlet, but the monitor would still not come back on. The bme replaced the monitor with a spare monitor, and it is working correctly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6)2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6)2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6)2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out and it will not come back on this happened overnight. The bme replaced the power cord and the power outlet, but the monitor would still not come back on. The bme replaced the monitor with a spare monitor, and it is working correctly. No patient harm was reported.